Manufacturer narrative:
Additional manufacturer narrative - the device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of an aortic bioprosthetic valve implanted in the pulmonic position that required valve in valve intervention due to regurgitation and coaptation deficiency secondary to leaflet thickening after an implant duration of approximately 10 years. The patient was implanted with a transcatheter valve through the existing valve. The patient was reported as stable.